Event description:
One lesion was treated during the index procedure; two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the proximal lad. On the same day, the patient suffered a myocardial infarction (mi). The mi was related to the target vessel. The investigator indicated that the reported event was related to the study device. Ref MFR #9612164-2011-00738.

Manufacturer narrative:
(B)(4). Evaluation, results: myocardial infarction.